Event description:
A negligence claim is being considered involving a pt who received third degree burns on the pt's torso during an operation. The burns "resulted in considerable scarring." One of the allegations is that the diathermy machine was faulty, or "not properly earthed."